Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4 h4: the device expiration date, lot/serial number and date of manufacture are unknown at this time. UDI: (B)(4). Investigation summary: the reported product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned device. Visual inspection found that the inflow tubing fms vue 24pk was in used condition, one of the tubes was cut. The tubbing was easily detached from the chamber. A functional test was unable to be performed due to the device condition. The overall complaint was confirmed as the observed condition of the inflow tubing fms vue 24pk would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during the system set up. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the inflow tubing fms vue 24pk device tubing delivering the irrigation fluid seemed to detach from the filling chamber and twisted. This stopped the saline from filling the chamber, producing bubbles in the tubing. During an in house engineering evaluation, it was found that the device was broken in 2+ pieces. There was no procedure involved. No additional information was provided.